Event description:
Facility reports that the rca (resident care aide) was standing in the middle of the doorway to the bathroom. She leaned over to release the sling bar and grab the strap with her right hand and the lift control with her left hand. She had the strap in her hand for less than a second and was pulling the strap of the moveable track toward the bathroom stationary track when the overhead lift motor suddenly fell off the lift track. The rca states that the lift motor hit her head and glanced off her right shoulder, landing on the floor in the resident's bathroom.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.